Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath sterile packaging had a hair inside it. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was selected for use. When the device was opened a hair was observed in the sterile packaging. No packaging damage was observed. The sheath was replaced, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; however, the reported clinical observations were confirmed based off media inspection of an image attached to the complaint which shows hair in the sterile packaging.

Event description:
It was reported that the sheath sterile packaging had a hair inside it. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was selected for use. When the device was opened a hair was observed in the sterile packaging. No packaging damage was observed. The sheath was replaced, and the procedure was completed. No patient complications were reported.